Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patients right ventricular (rv) lead exhibited a rising threshold to an eventual high threshold level. A lead dislodgement was suspected with the patient reported symptom of pain. The lead was reprogrammed until a lead revision was completed at a later date. The lead remains in use. No patient complications have been reported as a result of this event.